Event description:
It was reported that the user experienced signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet bionic pancreas, while the sensor continued to function on the dexcom app; the user toggled sensor settings and later confirmed connection. No clinical signs, symptoms, or conditions were reported. Outcomes included restored connectivity on the ilet without alerts, alarms, hospitalization, or medical intervention. User support included troubleshooting and education on pairing through the ilet dexcom menu. Investigation of this case revealed a resolved communication issue limited to the ilet interface, consistent with transient pairing or configuration errors. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup error leading to temporary loss of communication, resolved through reconfiguration.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.